Manufacturer narrative:
(B)(4). Migration of the filter can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The rx accunet instructions for use provides the following instructions: maintain proper guiding catheter/sheath support in the common carotid artery throughout the procedure. If guiding catheter/sheath access cannot be maintained, the case should be discontinued. Failure to maintain proper support of the guiding catheter/sheath can lead to prolapse of the catheter into the aortic arch, resulting in any of the following: movement of an open filter through an un-dilated lesion; filter-stent entanglement, filter basket detachment and/or proximal movement of the stent; or filter guide wire breakage. All embolic protection devices are visually inspected for damage and a sampling of units is destructively tested to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this report. Additionally, there have been no similar incidents reported for this lot. Based on the reported information, the filter movement appears to be related to difficulties while advancing the rx acculink. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a trial that during advancement of an 6-8 x 40 rx acculink stent delivery system (sds)in the heavily calcified and heavily tortuous left internal carotid artery, the rx accunet filter inadvertently moved from position and 'popped out' of the body. The sds was removed. A new wire, sheath and non-abbott filter were inserted and stent implantation was performed. There were no adverse patient effect. Though requested no additional information was provided.